Event description:
It was reported that the user forgot to change ilet pump supplies, which led to insulin delivery stopping until a supply change was performed with agent assistance and deliveries were resumed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.